Manufacturer narrative:
Conducted review of all data available, no adverse trends noted.

Event description:
Consumer reported he experienced burn like areas on back/ at edges of where back plaster was/cons hung up [2004] med services received a letter from attorney. Attorney represents cons who reportedly used prod five months later, used as directed, after 6-8 hours cons felt some discomfort and removed the product. Alleges burns and scars to side of body. Photographs enclosed. Cons saw md, diagnosed with contact dermatitis to adhesive. Treated with neosporin, advised by dr. To discontinue product use. Product was not returned to qa.